Event description:
A "replace sensor" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring non-hcp third-party administration of glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired and the sensor cap was retained inside applicator cap. Visual inspection performed on the sensor pack and no damage observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring non-hcp third-party administration of glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring non-hcp third-party administration of glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned applicator ; no issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11, 224, and 227, and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Therefore, issue is not confirmed. This also serves as a correction report. Section h10(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.